Manufacturer narrative:
The consumer alleges the front caster and rear wheel are hitting each other. User alleges that this condition caused incidents that resulted in broken feet, broken teeth, and a concussion. User weight is reported to be (B)(6). Chair has a weight capacity of 250 lbs. Info indicates consumer in using two different chairs and no specific event reported was contributed to either chair. Consumer was contacted and advised that they are heavy users in a rural environment on unpaved surfaces. Consumer advised that they did not care for this new chair and that they had reverted to using an older chair that had damaged wheels. It is unclear how the front caster could contact the rear wheel unless the frame was damaged in some way. All info available suggests that damage to new chair is likely due to the extreme rural use environment. As a courtesy to the user, MFR is providing the user a new version of their original chair. No history to suggest a product problem. While the exact cause remains unknown, it is likely that the incident is due to abuse conditions and not a product malfunction.

Event description:
The consumer alleges the front caster and rear wheel are hitting each other. This condition allegedly caused incidents that resulted in broken feet, broken teeth, and a concussion.